Manufacturer narrative:
Additional narrative: patient information is unknown. This report is for an unknown pfna nail/unknown lot. UDI: part and lot number are unknown. UDI number is unknown. Device has not been reported as explanted. (B)(6). Part and lot number are unknown, but pfna devices are typically not distributed in the united states, but are similar to devices marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the incident happened during the insertion of a proximal femoral nail anti-rotation (pfna). The final nail position happened to be cranialer as desired. By very strong hammer blows the nail was brought into the desired position. Furthermore, during the hammering, the locking device of the aiming arm dropped and had to be replaced by a sterile one. The surgery was continued and finished with a five to fifteen (5-15) minute delay due to this incident; the procedure was completed successfully. This report is for an unknown pfna nail. This is report 1 of 2 for (B)(4).